Event description:
Event description guidant received information upon review of daily measurements, that this atrial lead had displayed impedance measurements greater than 2500 ohms for the past year. A lead fracture was suspected and it was questioned how far back daily measurement could be reviewed.